Manufacturer narrative:
The recipient's medical issues have reportedly resolved.

Event description:
The recipient reportedly developed an infection and pain at the implant site. The recipient was prescribed antibiotic therapy (type unknown). The recipient's device was explanted and the recipient will be reimplanted at a later date.

Manufacturer narrative:
(B)(4). The recipient reportedly did not experience an infection. The recipient experienced pain. On (B)(6) 2015, the recipient was prescribed augmentin for ten days. The external visual inspection revealed the electrode was severed along the lead prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.